Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the coupler was loosened due to some impact or age-related degradation of the coupler. This issue is addressed in the instructions for use (IFU): "·do not give a shock to the camera head. It may be damaged."

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the camera head was damaged, and they found the coupler was out from the socket and the rotation lock was not working. The device was repaired and returned to the customer. .

Event description:
The customer returned the device to olympus for repair because the technician reported the end of the camera head was damaged where the rigid telescope is attached. There was no report of consequence or impact to the patient.